Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ femur. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in sweden. Literature - hermodsson j, saari t, shareghi b, mohaddes m, nilsdotter a, kärrholm j. Effect of patient specific instruments compared with conventional instruments in total knee arthroplasty : a randomized controlled trial. Acta orthop. 2025 dec 2;96:875-884. Doi: 10.2340/17453674.2025.44924. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient underwent a revision procedure due to instability prior to the two-year postoperative visit following total knee arthroplasty. Attempts have been made and no further information has been provided.